Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on the button contacts. The pump case was opened and moisture was found in the audio bolus button and on the audio bolus buttons contact. The audio bolus button was stuck due to moisture. The up arrow, down arrow and ok buttons were unresponsive doe the audio bolus button being stuck. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.